Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse arrived on site and began testing patient side cart (psc). Fse noted hard fault 319 on universal surgical manipulator (usm) 2 after multiple reboots. Fse replaced usm 2 to correct reported issue. The system was tested and verified as ready for use. Isi did receive the usm involved with this complaint to perform failure analysis; however, the investigation has not been completed. A follow-up MDR will be submitted when the usm is evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted simple prostatectomy surgical procedure, the clinical sales rep (csr) reported the issue with universal surgical manipulator (usm). The csr mentioned that the customer continued with the procedure using 3 usms and they disabled usm 2. Tse verified error 319 on usm2 carriage assembly. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system powered on normally and then received the fault on usm 2. The surgeon decided to disable the usm and continued with 3 usms to complete the procedure without issue. No other damage or complications during the rest of the procedure.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and the reported failure error 319 was confirmed and replicated. The unit was tested on an in-house system and failed in normal mode as error 319 was triggered. The unit was also tested on a testing platform and failed the fiber test on the rolling loop and the check all boards test. The rolling loop fiber was swapped with a new one and the error went away and passed both tests. The original rolling loop fiber was reconnected, and the error returned, failing both tests. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.